Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: p1501dr implantable pulse generator generator implanted: (B)(6) 2010, 4074 implantable pacing lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that there was high thresholds on the right atrial (ra) lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.